Manufacturer narrative:
During an embolization procedure of a middle cerebral artery (mca) bifurcation aneurysm measuring 2.3mmx1.5mm, the enterprise vrd stent (B)(4) was released in the mca, but after removing the enterprise delivery system, the tip of the delivery system broke and remained at the target site. No attempts were made to remove the fracture/separated part from the patient, and there are no plans to remove the part that remains in the patient. It was reported that the patient had no adverse event due to the event. The prowler select plus microcatheter (mc) used to deliver the enterprise was re-shaped prior to use with the shaping mandrel and steam and without damages. There was no resistance when the enterprise system was inserted in the mc or any other time, and there were no kinks in the mc that may have contributed to the event. It was reported that the enterprise delivery wire was kept at the site for a long period of time; however, the delivery wire was not utilized as a guidewire or used to exchange or reposition the microcatheter. During the positioning or at any other time, no additional torque was utilized to achieve better location with the enterprise delivery system and no additional force was used to advance or remove the enterprise system. There were no kinks in the mc that may have contributed to the event. Pictures were provided showing the separated delivery wire; however procedural cds of the event are not available. One non sterile enterprise was received in its original pouch, the pouch was opened, and the delivery wire was inside of a coil dispenser. The introducer was not received and as reported the stent was implanted. The delivery wire was fractured/separated at the distal end, the distal separation portion was not received for analysis; it remains implanted. The coil tip presented a wavy condition and it was also noted that the coil was stretched near its starting point. The delivery wire was inspected under a microscope and vision system and a foreign material was found over the coil/core wire at the distal section, the sample was sent to sem and x-ray analysis in order to determine the foreign material and the cause of the fracture. The sem analysis resulted showed that the core wire presented evidence of smearing and ductile dimples characteristics. Reverse bending and/or pulling could be related to these surface characteristics; however the exact cause of the possible separation could not be conclusively determined. Cutting as the root cause was discarded since the fracture sites did not present any characteristics typical of this failure mode. X-ray analysis found that the light colored deposited material was composed of carbon, oxygen, sodium, tin and chlorine. The solder alloy used in the distal and in the proximal joints is 1% to 5% silver and 95 to 99% tin. Root cause investigation into the presence of the foreign material found post decontamination on the returned product determined that the contaminate/corrosion of the non implantable delivery wire appears to be a chemical interaction of the tin-based solder with saline solution and/or a chlorine-containing compound (e.g. Tap water). Based on the test results, the contaminate/corrosion related to exposure to this chemical interaction would only occur over time, post-procedure without effect on the procedure or the patient. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01429042. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported delivery wire separation was confirmed. The exact cause of this condition could not be conclusively determined; however, the sem analysis suggests that procedural factors including reverse bending and/or pulling could have contributed based on the characteristics of the returned device. With review of the device history records, the analysis of the device and the sem results indicate that the separation is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
During an embolization procedure, the enterprise vrd stent (enc452212) was during an embolization procedure, the enterprise vrd stent (enc452212) was released in the middle cerebral artery, but the after removing the enterprise delivery system the tip of the delivery system broke and remained at the target site. Photos of the event were provided. No attempts were made to remove the fracture/separated part from the patient, and there are no plans to remove the part that remains in the patient. Additionally, the patient did not have any adverse event due to the event. During the procedure, the enterprise was kept at the site for a long period of time; however, the enterprise delivery system was not utilized like a guidewire, or used to exchanged microcatheters or repositioning, etc. During the positioning or at any other time, no additional torque was utilized to achieve better location with the enterprise delivery system. During repositioning, the enterprise system was left in the vessel, while the microcatheter was repositioned. The prowler14 (mc) microcatheter was re-shaped prior to use with the shaping mandrel and steam and without damages. There was no resistance when the enterprise system was inserted in the microcatheter or any other time, and there were no kinks in the mc that may have contributed to the event. After the event, the same mc was not used to complete the procedure. During insertion or any other time, no additional force was utilized to advance or remove the enterprise system. The bifurcation aneurysm of the middle cerebral artery measured 2.3mm x 1.5mm. A cd copy of the event was not available. No further information was available.

Manufacturer narrative:
Lr packaging l/n # 01429042. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01429042. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.